Event description:
It was reported that during sterile processing, it was observed that the attachment device fell apart. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the locksleeve came apart from the device. Therefore, the reported condition was confirmed. It was determined this was due to locktite breakdown on the set screw from the sterilization process. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.